Event description:
Patient was intubated with endotracheal tube. The cuff began leaking after the tube was repositioned and would not maintain pressure. Patient was re-intubated.manufacturer is aware that this is one of two tubes that we recently found to be leaking.